Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as thirst. The customer¿s blood glucose at the time of incident was 445 mg/dl and the current blood glucose was 434 mg/dl. The customer was treated with the insulin pump. Troubleshooting was performed for high blood glucose. The customer had performed the displacement test and the test was passed. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be and sensor will be returned for analysis. Ozp-mmt-7020-snsr; unomed set; frn-unk-rsvr.